Manufacturer narrative:
An event of partial dislodgement of device into left atrium on following day of implant was reported. Information from field indicated that occluder was successfully implanted following the close criteria and a tension test and that the device showed good compression in appendage. It was decided to snare the device and then recapture it through a non-abbott introducer due to the risk of embolization. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet occluder was successful implanted following the close criteria and a tension test. The landing zone was 27x30mm and a depth of more than 30mm. The device showed good compression in the left atrial appendage. The following day, echo was performed and showed that the device was partially dislodged in the left atrium. The physician decided to snare the device and then recapture it through a 22f non-abbott introducer due to the risk of embolization. There were no adverse events and the patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet occluder was successful implanted following the close criteria and a tension test. The landing zone was 27x30mm and a depth of more than 30mm. The device showed good compression in the left atrial appendage. The following day, echo was performed and showed that the device was partially dislodged in the left atrium. The physician decided to snare the device and then recapture it through a 22f non-abbott introducer due to the risk of embolization. There were no adverse events and the patient is stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.